Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin I) result in the risk stratification range for one pt. The result was generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial erroneously elevated result was reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse ran a high sensitivity system check which has passed results. The fse reviewed system logs and found no hardware issues. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.